Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got a no delivery alarm on the insulin pump and then a motor error alarm during manual prime. Customer stated that the incident date was (B)(6) 2017. Customer's blood glucose was 228 mg/dl at the time of the incident. Customer has manually treated for her blood glucose. Customer is not connected and reported that she is using her sister's pump since she had the issue with her pump. Customer also reported that the reservoir compartment that holds the reservoir is damaged and there are pieces missing, so the reservoir will not lock in. Customer stated that the incident date for this pump issue was (B)(6) 2015. Customer stated that this damage happened a few years ago and she was unable to continue using the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and missing end cap sticker.